Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they could not calibrate after warming up. They calibrated with a stable blood glucose. Their blood glucose level was 9.2 mmol/l. The insulin pump also alarmed sensor glucose not available. When they removed the sensor from the body they noticed that the electrode was much shorter. They will be sent a new sensor. The product will not return for analysis.